Event description:
During the first cut of the day, the femto ldv gave a slow scan error. The cut was aborted. The flap was only partially opened. For the following surgeries the device operated normally.